Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent failed battery test alarm after battery installation due to corroded battery tube. No battery out limit alarm noted. All operating currents are within specification. Low battery alarm and off no power alarm functions properly. However, testing of the insulin pump showed that it was functioning properly and passed all functional testing. The insulin pump has minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit after it had lost power unexpectedly. After troubleshooting, she reported that the insulin pump alarmed failed battery once she had already received a replacement battery cap. She also noted having low blood glucose, for which she at lunch to treat. Her blood glucose was 67 mg/dl. She tested a new battery with the device and stated that the failed battery alarm recurred. She declined to troubleshoot for the low blood glucose, stating that she had not been hospitalized for it. She did, however, note that she had high blood glucose of 1235 mg/dl at the time of the call, leading to hospitalization. She stated that it was a lot 8 incident, indicating that the event may have been caused by a recalled faulty infusion set. She was advised to discontinue use of the insulin pump, revert to a back-up plan, and replace the insulin pump. She agreed to return the device for analysis.

Manufacturer narrative:
Additional information has been received, which was not included with the initial medwatch report. The information has been provided with this report. The insulin pump passed the delivery volume accuracy test.